Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant an infection occurred following the initial implant procedure of an extravascular implantable cardioverter defibrillator (ev-ICD) and an extravascular (ev) lead. It was noted that the patient had two implant sites, one left side and one right sided implant. The patient experienced itching at both implant sites on day 3 post-operation, and both sites appeared to be open and not healing well. There was a possible infection at both sites, leading to an emergency room visit, where pus was observed at both incision sites. The patient experienced discomfort, fever, and purulent discharge. Despite being given antibiotics, the incision sites continued to have issues, prompting another emergency room visit the night before the extraction. The pus had mostly resolved with antibiotics, but the incision sites were still not healing. The resolution involved the explant of the implantable ev-ICD system with no replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implant date: on (B)(6) 2024, explant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.